Event description:
The ez35 was used during a laparoscopic cholecystectomy. The ez35w was closed on the mesoappendix and made a crunching sound when the firing handle was depressed. The surgeon had to pry the device off of the tissue. An ez35b was opened and the same thing happened when it was fired on the appendix. Rep is returning reload eru35 with the devices. There was no consequence to the pt.